Event description:
Complainant alleged that during training by facility staff, the device prompted a "unit failed" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.